Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose (bg) level; however, no specific bg value was provided. The contact reported that the customer had possibly suspended pump therapy prior to hospitalization. No additional information was provided about the reported event.